Event description:
Ous MDR - the pt presented to the hospital after being inappropriately shocked. The vf shocks were recorded at 40 j, three different times. Noise was detected on the lead, but there was no lead impedance issue seen even at maximum output. Some v-pacing was also observed during replacement of the ICD, while it was out of the pocket but still connected to this lead. It was determined that the lead had fractured and the pt had a vascular occlusion. (B)(4).

Manufacturer narrative:
Ous MDR.